Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam) diagnostic. The healthcare provider confirmed the patient underwent a shoulder arthroplasty procedure that day. Device review showed pacing inhibition associated with electromagnetic interference (emi), although the patient appeared to have an underlying rhythm; it was difficult to determine whether pauses greater than 2 seconds occurred in some segments. The event was confirmed to be a false positive caused by electromagnetic interference (emi), and troubleshooting and reprogramming options were discussed as appropriate. The device remains in service. No adverse patient effects were reported.